Event description:
During a leadless pacemaker (lp) implantation procedure, the lp would not release from the delivery catheter. Additionally, it was not possible to dock the lp to the delivery catheter. The lp was explanted by fully rotating the catheter body. Upon explant it was found that the delivery catheter tethers had fractured and broke off in the patient. A new lp system was selected and implanted to resolve the event. The patient was in stable condition.

Event description:
Additional information was received that the tethers were not free floating in the patient but were attached on the lp.

Manufacturer narrative:
The reported events of docking issue, separation failure and tether fracture were confirmed. As received, a complete catheter was returned without distal tether wires. Visual examination noted both distal tether wires were not visible inside of the docking cap. X-ray examination found both tethers fractured in the transition zone. Dimensional analysis and functional testing of the catheter was not performed due to the received condition of the catheter. The cause of the reported events was due to the fractured tethers in the transition zone.